Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 290 mg/dl and the low blood glucose value was 51 mg/dl. Sensor glucose was 69 mg/dl. Customer did receive a calibration not accepted alert and change sensor alert. Customer stated that she noticed some bleeding in the sensor when she started to remove it and stated that she often bleeds while wearing the sensor because she took aspirin. Customer declined troubleshoot for the high and low blood glucose. The device will not be returned for analysis.